Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error when attempting to interrogate a device. Power was cycled and interrogation tried again, but the error was still received. A different programmer was used to complete the interrogation. Technical support (ts) suggested the 2090 service disk be ran in an effort to clear the error. If that is not successful, the programmer will be returned. The programmer remains in use. No patient complications were reported as a result of this event.